Event description:
The nurse reported that the surgeon noticed the endolaser probe started to smoke within the eye. The surgeon would like to return the probe for testing. There was no patient injury reported.

Manufacturer narrative:
The company service rep examined the system, and was not able to replicate the complaint. The system was tested, and met all product specifications. Multiple attempts were made for sample return with no response to date. The root cause of the patient event cannot be determined in this investigation.